Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by the report.

Event description:
Foot numbness which goes down the nerve and up and down the whole leg/hands, back, head feel numb [hypoaesthesia]. Could not walk [abasia]. Burning in the knee [burning sensation]. Crippled [mobility decreased]. Unbearable pain in the whole body [pain]. Pain in the outer side of the whole leg [pain in extremity]. Cannot sleep [insomnia]. Cartilage damage in knee [cartilage injury]. Right knee pain [arthralgia]. Feels like vomiting [nausea]. Case description: spontaneous report was received on (B)(6) 2011, from a consumer regarding a (B)(6) female pt, initials (B)(6), with osteoarthritis. The pt's medical history was not provided. On (B)(6) 2011, the pt initiated synvisc-one 6ml once in the right knee. On (B)(6) 2011, the pt experienced pain in her right knee and foot numbness which went up and down the whole leg. The events were treated with ice, heat, and an unspecified pain medication. The action taken with synvisc-one treatment was not provided. Concomitant medications were not provided. The pt's outcome for the events of pain in the right knee and foot numbness which went up and down the whole leg was not yet recovered. Add'l info was received on (B)(6) 2011, from the consumer. The pt continued to experience pain from her knee down to her foot after receiving the synvisc-one injection. Add'l info was received on (B)(6) 2011, from the consumer. The pt's medical history is significant for a 3-4 year history of right knee pain. The date of synvisc-one injection was reported as (B)(6) 2011, rather than (B)(6) 2011, as previously reported. On an unspecified date, the pt experienced severe pain and could not walk. Add'l info was received on (B)(6) 2011, from the consumer. The pt continued to experience pain. Add'l info was received on (B)(6) 2011, from the consumer. On an unspecified date, the pt experienced burning in the knee and numbness in the hands, back, other leg, and head. Add'l info was received on (B)(6) 2011, from the consumer. On an unspecified date, the pt experienced severe unbearable pain in the whole body and felt like throwing up. Add'l info was received on (B)(6) 2011, from the consumer. The pt continued to experience right knee pain and felt like vomiting. She described herself as crippled. Add'l info was received on (B)(6) 2011, from the consumer. The pt experienced severe pain in the knee and on the outer side of the whole leg. The pt experienced difficulty sleeping. On a unspecified date, a few weeks prior to this follow-up report, the pt received treatment with a cortisone injection. A knee x-ray showed cartilage damage. No further info is available. The treating physician has not provided any info regarding intensity, causality, or outcome of the reported adverse events.